Manufacturer narrative:
(B)(4). Physio-control evaluated the device but was unable to verify the reported lock up failure. Physio-control performed unrelated repairs and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device was showing a solid white screen and would not complete its boot up cycle. There was no patient use associated with the reported failure.